Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the study the patient experienced lateral pain and tenderness upon palpitation over the greater trochanter of the left hip. The study reported no surgical intervention was necessary as it was treated with medication. The event was found to not be procedure or device related. The event was reported easily tolerated by patient, causing minimal discomfort and not interfering with everyday activities. The surgeon injected the patient with kenalog and lidocaine.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09672, 0001825034 - 2017 - 09673, 0001825034 - 2017 - 09674. Concomitant medical products: 010000702 g7 bonemaster ltd acet shl 50d lot 3899553, 010000934 g7 hi-wall e1 liner 36mm d lot 3917173, 51-199333 sirius hip stem 34-b lot 272940, 51-199301 sirius wingless centralizer lot unk, 650-0661 delta ceramic fem hd 36/0mm m t1 lot 2016101786. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in the study the patient experienced lateral pain and tenderness upon palpatation of the left hip due to bursitis. The study reported no surgical intervention was necessary as it was treated with medication. The event was found to not be procedure or device related. The event was reported easily tolerated by patient, causing minimal discomfort and not interfering with everyday activities. The surgeon injected the patient with kenalog and lidocaine.